Event description:
The hospital reported that during a coronary artery bypass procedure, approximately two weeks earlier using an aortic cutter, the surgeon claimed that the aortic cutter blade extended longer than it should have been; therefore, the aorta backwalled. The patient mean pressure was at 65 or higher. The surgeon always uses the heartstring seal for on-pump procedures, so he reclamped the aorta, repaired the back walled aorta and the procedure was continue without further issue. The hospital did not report any patient complications as a result.

Manufacturer narrative:
Investigation results: the device was received with the needle cap cover off. The needle appeared bent, most likely during packaging or shipping. The safety lock and the actuation button had been actuated and the cutter tube was extended past the aortic stops. When the cutter distance was measured, it was within product specification. The reported failure was not confirmed. A lot history record review was completed 3 months prior from the alert date, because the lot # and the occurrence date were unknown. There was no nonconformance, which could have attributed to this failure mode.